Event description:
The customer reported that the autopulse li-ion battery sn# (B)(6) was failing despite the battery status indicator showing four green lights. Per the customer, the battery charges successfully and shows four green lights, but it will not work in the autopulse platform. No further information was provided.

Manufacturer narrative:
The autopulse li-ion battery sn# (B)(6) will not be returned to zoll for investigation. The reported autopulse li-ion battery was replaced as part of the recall. The customer acknowledged they had received the recall letter from zoll on february 12, 2023.